Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth due to the patients concerns with the device". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted and replaced.